Event description:
Additionally, healthcare professional reported "radial folds with elastomeric folds", "moderate periprosthetic seroma" and "capsular contracture baker iii"; final pathology revealed no malignancy. Treatment with "dipirone + tylex" was given.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.3., b.5., b.6., g.1., g.3., h.6. The event of capsular contracture (baker grade iii) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reason for reoperation: lymphoma alcl, seroma, fever, pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side encapsulation swelling, had fever and pain, [patient] performed tests, which showed seroma and had to remove [prostheses]. Patient reported they were diagnosed with anaplastic large-cell lymphoma (bia-alcl). The device has been explanted. Pathological markers confirming alcl have not been received; therefore, the event will be captured as alcl lymphoma suspected.